Manufacturer narrative:
Investigation: no site visit or machine service was performed. The customer was aware of the data entry mistake. The terumo bct field performance engineer provided feedback to the customer regarding the run and the ac infusion difference due to the procedure data being entered as male but the run actually being performed on a female donor. One year of device service history was reviewed with no issues identified related to the reported condition. Root cause: the cause of this event was a user interface error in which donor information was entered incorrectly.

Event description:
The customer reported that they inadvertently entered a donor information incorrectly. Anapheresis procedure was being performed on a female, but the gender was entered as maleinto the system. The procedure was initiated as a double platelet with plasma collection. Approximately 60 minutes into the procedure, the operator noticed the gender entry mistake and ended the procedure. Per the customer, the donor did not have any anti-coagulant (ac)overinfusion reaction symptoms. The donor left the center with no complaints. The customer followed up with the donor to see how she was doing, and she had not experienced any issues after leaving the site.